Event description:
It was reported that the ilet pump displayed a ¿charge ilet now¿ message and did not increase battery percentage while on a charging pad, despite a solid green charger light and an on-screen charging icon and later resumed normal charging on a different pad and subsequently on the original pad. Customer care provided support that included troubleshooting and user education by phone and provision of an additional charging pad. Investigation of this case revealed that the pump was able to charge successfully on an alternate charger and then on the original charger, indicating normal device function at follow-up. No clinical symptoms reported. Outcomes included no impact to health and no hospitalization. It was concluded that the device was functioning as expected and that the initial event was resolved with use of a different charging pad.